Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas gain alarm. The catheter was replaced with a new one and the issue was resolved. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with no visible blood on the exterior of the catheter. The extender tubing was also returned without the male-luer end and cut at approximately 165.9cm from the female luer end. A catheter tubing/inner lumen kink was observed near the y-fitting at approximately 76.2cm from the iab tip. Additionally, a catheter tubing break was also observed at the kink location. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and partial extender tubing was performed and one leak was detected at the catheter tubing break site. The break found on the catheter tubing appears to have been caused by a severe kink which eventually failed, causing the alarm. The evaluation confirms the reported problem. However, we are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Manufacturer narrative:
(B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas gain alarm. The catheter was replaced with a new one and the issue was resolved. There was no reported injury to the patient.